Manufacturer narrative:
(B)(4). Concomitant medical products: unknown 40 mm screw x 2, unknown head, unknown stem, unknown liner. Reported event was confirmed by the provided op notes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause could not be determined with information available. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by legal counsel that the patient was revised approximately two years post implantation due to loosening. Revision operative notes state that the stem was well fixed and little to no bony ingrowth on the cup.